Event description:
Same case as 6000093-2005-014. It was reported that during a coronary drug eluting stenting treatment procedure, a stent was damaged. The severely tortuous, calcified, 95% stenosed rca was predilated with a 2.5x9mm maverick balloon. A taxus express2 3.0x8mm drug eluting stent was attempted to be placed but was unable to cross the lesion. When the physician removed the stent, it was found to be damaged. A second taxus express2 3.0x8mm drug eluting stent was successfully placed in the rca. A dissection occurred at the distal edge of the stent. A third taxus express2 3.0x8mm drug eluting stent was used in attempt to repair the dissection but was unable to cross the lesion. The dissection was repaired with a 3.0mm vision stent. No pt complications were reported. Pt is reported to be in satisfactory condition.